Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The customer reported the unit reset itself after use. Customer contact reports no patient information is available to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4).